Event description:
It was reported that the patient experienced pain in the pocket and the physician did a pocket revision to alter the location of the implantable pulse generator (ipg). It was also reported that during the revision the ipg was explanted and replaced due to physician preference. It was noted that the ipg was functioning normally. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. No anomalies were found.